Event description:
Patient reported left side device rupture diagnosed by ultrasound. Patient later reported capsular contracture, baker grade unknown. Device has been explanted with a complete capsulectomy and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side device rupture diagnosed by ultrasound. Patient later reported capsular contracture, baker grade unknown. Device has been explanted with a complete capsulectomy and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture diagnosed by ultrasound. Device remains implanted.